Event description:
Complainant alleged that during incoming inspection the device displayed "pacer disabled", "defib disabled" and pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.